Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Literature article reviewed. Kong x, chai w, yang m, ong a, chen j, wang y, zhou y. Modular stem in total hip arthroplasty for patients with trochanter valgus deformity: surgical technique and case series. Bmc musculoskelet disord. 2020 feb 24; pmid: 32093714. The article's purpose was to summarize and evaluate the technical challenges, safety and effectiveness of the modular stem in total hip arthroplasty for patients with trochanter valgus deformity: surgical technique. Patient data: twelve patients (11 female and 1 male) were enrolled in this study. The primary diagnoses of these patients were: developmental hip dysplasia, ankylosing spondylitis, osteonecrosis of the femoral head and sequela of proximal femoral fracture. Depuy products: srom stem and sleeve with depuy head. Acetabular components are unknown. Adverse events: (1) intra-operative femoral bone fracture ¿ treated with cerclage wire.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. This complaint was opened to document complaints derived through a journal article review. Follow-ups were done to try and obtain additional information from the author of the journal article. No further information was received. Device history lot: a manufacturing record evaluation (mre), was not possible because the required lot code was not provided.